Event description:
Customer's mother reported that the insulin pump alarmed motor error during prime. Device was not exposed to a magnetic field. The customer was advised to change the complete set and prime; no motor error alarm occurred. The alarm occurred once in the last 30 days. The alarm history showed a motor position encoder error alarm. Blood glucose value was 509 mg/dl. It was advised to discontinue the use of the device and revert to a back a plan. The insulin pump was replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin passed the rewind, basic occlusion, prime and displacement tests. However, it was received stuck in the motor error loop during bolus/basal delivery. It was unable to confirm the motor position encoder error alarm due to erased history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Device received with minor scratches on lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.